Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Bsc ID: (B)(4). Tw# (B)(4).

Event description:
It was reported that the tip was detached and remained inside patient's body. A 190cm filterwire ez¿ was selected for use in the vein graft feeding the right coronary artery (rca). During the procedure, it was note that the tip of the filterwire ez¿ retrieval came off and remained in the patient's body. The tip of the retrieval sheath was stented into the vein graft. No further patient complications were reported.